Event description:
Blood glucose readings with bd paradigm read 145 but pt felt low. Pt next checked with a one touch ultra and it read 85. Pt tested for low and symptoms went away. Pt posted a notice and rec'd numerous reports of bd meters being unreliable. This is not the first time this meter has read wrong and bd has replaced it twice.